Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that explant indicator date was incorrect due to a 0 value in the elective replacement indicator (eri). It was recommended to interrogate the device and provide the data to determine the cause of the alerts. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that explant indicator date was incorrect due to a 0 value in the elective replacement indicator (eri). It was recommended to interrogate the device and provide the data to determine the cause of the alerts. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the device was interrogated in the clinic and that premature elective replacement indicator (eri) was determined. The physician opted to continue to monitor. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on january 01, 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that explant indicator date was incorrect due to a 0 value in the elective replacement indicator (eri). It was recommended to interrogate the device and provide the data to determine the cause of the alerts. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the device was interrogated in the clinic and that premature elective replacement indicator (eri) was determined. The physician opted to continue to monitor. No adverse patient effects were reported. This device remains in service.